Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Follow up up attempts to obtain the lot number were unsuccessful. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4). MDR# 2029214-2015-00934 / 2029214-2015-00937.

Event description:
Medtronic (covidien) received information through clinical data review that during the mechanical thrombectomy (mt) procedure persistence vasospasms occurred. 5mg of verapamil was infused intra-arterially via catheter. Follow up scan revealed significant improvement within the middle cerebral artery and decrease narrowing within the m2. The previously occluded vessel was again patent although slow flow distally after the medication. The physician then gave 200 mcg of nitroglycerin through the catheter and improvement was noticed. Repeated arteriogram demonstrated persistent spasm. Thrombolysis in cerebral infarction (tici) 2b was achieved throughout the vascular distribution. The procedure was completed with no evidence of patient injury. The devices were discarded at the site. The patient was reported to have been discharged home with mrs of 0.